Event description:
On (B) (6) 2005, an aus device was implanted. On (B) (6) 2010, the entire device was removed and replaced due to recurring fecal incontinence.

Manufacturer narrative:
Catalog#: 72402105, 72402287; (B) (4), (B) (4).